Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large clip applier instrument was placing a clip around the vessel when it was found that the cable came loose. The procedure was completed with no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem o lok clip applier instrument was analyzed and found to have one grip cable broken at the proximal end, in the housing. As a result, the cable became loose at the distal end. The grip cable was broken near the clamping pulley inside of the housing. The segment of the cable that contains the crimp was still intact. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. Additionally, the instrument was found to have corrosion on the bearings. Both grip input disks bearings exhibit orange discoloration. The corrosion was observed to be found on the outer and inner ring components of the bearing. The complaint regarding a cable came loose was confirmed by failure analysis. The probable root cause can be attributed to damage to the cable during use or during reprocessing.

Event description:
Refer to h11 for follow-up information.